Event description:
Reference number (B)(4). Event occurred in israel. It was reported that on (B)(6) 2024 patient experience issue related to hyperglycemia, diabetic ketoacidosis and treatment for high blood glucose is pump with fluid IV and patient blood glucose at the time of incident is 400 mg/dl and patient blood glucose at the time of call is 231 mg/dl. The time and date of hospitalization is 05 aug and length of hospitalization is 1 day. The patient also got symptoms when patient is hospitalized i.e. Feeling sick. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). E1: patient city: modiin. Patient country: israel. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.